Manufacturer narrative:
Updated: b4, d9, g3, g6, h2, h3, h4, h6, h7, h8, h110. Distribution history: this complaint unit was manufactured at csi on 7/25/2023 and shipped on 7/31/2023. Manufacturing record review: DHR's 337638 & 330581 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. The majority of the complaints were not confirmed. A couple were not directly comparable when reviewing the complaints further. Product receipt: the complaint unit was returned on a repair 3/14/2025. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the root cause was attributed to a faulty board and retained for engineering to review as needed. The main board was replaced, tested to specifications, and returned to the customer. The main board was retained for later review. The issue is considered an isolated incident. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary.

Event description:
No additional information.

Event description:
It was reported that during an unknown procedure, the leep failed to cut. The device displayed no error code and the r/f on light was on, but no energy delivery. Procedure was completed using another device. No patient harm. No additional information provided. 1216677-2025-00013 lp-20-120 leep (B)(4).

Manufacturer narrative:
Device is being returned for repair. Once the investigation has been completed, a follow-up MDR will be submitted.